Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned instrument confirmed the complaint. Visual analysis of the returned instrument found that there was a large portion of the outer perimeter that broke off along with nicks, scratches and gouges throughout the complaint sample. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The instrument was reported for unknown reason.